Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy evo device. The device was switched with another device at the customer's house. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The system error log was reviewed, and the customer's complaint was confirmed. The service technician further evaluated the device and found condensation on the following parts: system printed circuit assembly board, flow sensor, blower assembly, blower mount, blower bellows seal, muffler assembly, three-way solenoid valve, fio2 housing, and fio2 tubing. These parts were sent to the philips investigation lab (pil) for further evaluation. Pil findings for the parts (system printed circuit assembly board, flow sensor, blower assembly, blower mount, blower bellows seal, muffler assembly, three-way solenoid valve, fio2 housing, and fio2 tubing) could not be further investigated to determine the root cause due to the failure of contamination to these parts. Additional findings not related to the malfunction/issue was the universal serial bus cable was "pinched", and it was replaced on the device. The following parts were proactively replaced by the service technician: air inlet foam filter and particle filter. After all parts were replaced on the device, a final and run-in tests were performed, along with battery and valve checks. The device was found to be operational, and it was cleaned.